Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. The moderately calcified lesion was located in the proximal left anterior descending artery (lad). The lesion was 16mm long, and the vessel diameter was 2.5mm. The physician delivered the 2.50x16mm taxus liberte stent to the target lesion. The angiogram showed that the vessel had spasmed. The physician decided to retrieve the stent and stent delivery system. However, when the stent delivery system was withdrawn, the first 4/5 of stent was stretched. No patient complications were reported, and the procedure was completed with another of the same device. Patient status was reported as 'stable.'

Manufacturer narrative:
Product analysis verified the stent damage as stated in the complaint. The delivery device and stent without the stent on the balloon were received, and damage was observed on the stent. The balloon was in its pre-inflated state. Visual examination of the stent revealed it to be stretched and elongated with the stent struts bent along its length. Microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the stent damage. The manufacturing records for this device have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is operational context.